Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, missing ib, broken motor, missing lcd window, cracked case at display window corner, broken off the end cap and cracked reservoir tube lip.

Event description:
Customer's mother called to report damge to the insulin pump. Customer's mother reported that the pump has cracks and a broken glass. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.